Event description:
The midline basilar tip artery aneurysm was successfully treated with stent assisted embolization. The pt did well immediately post procedure but complained of extreme nausea when roused. One day post procedure, the pt quickly desaturated requiring intubation and a ventilator for respiratory support. A CT scan demonstrated an acute right occipital stroke. Two days post procedure, a neurological assessment found that the pt only responded to pain stimuli on the right side, did not open eyes or follow commands. The patient's condition did not improve and two weeks post procedure, the decision was made to withdraw care and the pt died the following day.

Manufacturer narrative:
Unknown as the batch number was not disclosed. No allegation of product malfunction of non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently, there are no further details to report.